Event description:
The physician reported that during the trabecular stent implantation procedure, at the end of the stent insertion, when the side interlocks were fully opened, the tracking wheel was difficult to rotate. The stent itself had been successfully placed in the eye without any problems.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).